Event description:
Complaint received that alleges "bruising and a sore on the knee where the hinge was rubbing. Bruise is about 2 inches and the sore is about an inch inside the bruise, there is some seeping from the sore, clinic is going to treat the sore before placing in another brace". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.